Event description:
The customer reported they were trying to do a fluoro shot and the active screen went black. After adjusting the image, the image was washed out.

Manufacturer narrative:
The ge service rep replaced the fluoro function board and reloaded the software. The system functions properly.